Event description:
Per the clinic, the patient experienced fluctuating impedances and subsequently was administered with oral steroids (date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on december 13, 2023.